Event description:
It was reported that the patient had a change in therapy effect. Since the pump was implanted, the healthcare provider (hcp) felt like the patient was not getting enough medication. The patient was in withdrawal ¿all the time¿. The dose had been titrated up. The patient was admitted at one time with severe withdrawal shortly after implant of the pump. At the time of the replacement, the catheter was patent. There were no volume discrepancies at refills. The patient had been having to take more oral medications and was not comfortable with continuing to increase the intrathecal morphine. These problems all started after the current pump implant. The logs for the pump showed no stalls or issues. Additional information was requested but was not available at the time of this report.

Event description:
A healthcare provider later reported that they had no idea what was going on with the pump. The patient had state insurance and they would not authorize payment for anything pump related. They could not perform a dye study, imaging, or anything. They said they had the patient coming in every two weeks and they gave them narco. The hcp stated ¿they did not like it but what can they do¿. The stated the patient was being managed by the oral medications, and that the hcp¿s hands were tied.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).